Event description:
Facility reported that two hrs into the treatment, the dialysis machine alarmed. Blood was leaking from the pump segment of the blood line. This line was on its seventh (7th) use. The line was changed and the treatment finished without further incident. Ebl is greater than 20cc, but less than 100cc. No medical intervention. The sample is available for examination. (Lot number is either r8l167 or r8l125).